Event description:
Caller reported a malfunction alarm. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with information to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged.